Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: failed metal-metal junction corrosion issue at the cocr modular neck and titanium stem (right).